Event description:
It was reported that when patient presented remotely via merlin.net transmission, non-sustained rv oversensing issue and auto mode switch episodes were observed on the device. Patient was asymptomatic. Programming changes were recommended. Patient had a follow up visit towards the end of april. No further information available.